Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was separated. The following information was provided by the initial reporter: material no: 2426-0500; batch no: 20063282. It was reported tubing was separated in the package. Detail: tubing in the set is not connected out of the package. Nursing noticed that the sets tubing is not connected like it normally is and resulted in unusable product. Not reported to vendor representative. Number of occurrences: 1.0.

Manufacturer narrative:
The customer¿s report that the tubing set separated was confirmed upon visual inspection. The customer¿s partial set returned with a black arrow pointing at the checkvalve was identified as a tear in the tubing observed during visual inspection. No functional testing of the returned unused set was deemed unnecessary due to a separation. Visual inspection on the unused set observed that the tubing p/n tc10013433 was completely separated from the distal smartsite p/n 12274436 inlet port. Inspection under microscope also observed a gap of the tubing not being fully inserted into the smartsite outlet port and traces of insufficient solvent on the tubing. The tubing was found to be within specification. During visual inspection of the used partial set received, it was observed that the tubing had a small tear at the engagement between the tubing and the check valve¿s inlet port functional testing confirmed a leak on set due to the observed tubing tear. The customer¿s report that the tubing set separated was confirmed upon visual inspection. The root cause of the tubing separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. The customer¿s partial set returned with a black arrow pointing at the checkvalve was identified as a tear in the tubing observed during visual inspection. The root cause of the tear could not be determined. Device history record for model 2426-0500 lot 20063282 shows that the set was manufactured on 14 june 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model 2426-0500 lot 20023002 shows that the set was manufactured on 7 february 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The issue of leaking tubing set inlet or outlet port is also currently being addressed under a corrective action (tw CAPA 1027651). Although the corrective actions were implemented prior to the manufacturing of this lot 20063282, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency. Bd/carefusion nogales manufacturing facilities were notified of the tear failure mode and has previously investigated various steps of the manufacturing assembly and shipping processes where damage could potentially occur. However, a definitive root cause could not be identified. Corrective actions (trackwise CAPA pr 1531358) was initiated to address tube cutting and incorrectly assemble tubing issues near the check valve due to automated machinery. This issue will continue to be monitored for any rising trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20063282, medical device expiration date: 2023-06-14, device manufacture date: 2020-06-14, medical device lot #: 20023002, medical device expiration date: 2023-02-07, device manufacture date: 2023-02-07. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was separated. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20063282. It was reported tubing was separated in the package. Detail: tubing in the set is not connected out of the package. Nursing noticed that the sets tubing is not connected like it normally is and resulted in unusable product. Not reported to vendor representative. Number of occurrences: 1.0